Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 570 was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted batteries due to use/user error. The main batteries and battery harness were replaced to correct this condition. A device history review was performed with no exceptions during manufacturing found. A service history review revealed that this device was previously serviced for the reported condition. During previous service on (B)(4) 2007 & (B)(4) 2006 the batteries were replaced.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with failure code 570. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.